Event description:
A malfunction alarm was reported, identified by the code malf 16, and the issue was confirmed to not have caused any adverse impact to the customer's blood glucose level. The pump was deemed non-resettable and in need of replacement, which was covered under warranty. The customer planned to use multiple daily injections (mdi) as backup insulin therapy. Technical support confirmed the shipping address and instructed the customer on how to store and return the pump with a provided prepaid label within 10 days, with the customer acknowledging these instructions.